Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. The following were noted during visual inspection: partially broken retainer, scratched case, pillowing keypad overlay, broken battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.